Event description:
An intravascular ultrasound (ivus), imaging catheter became stuck on a stent that was implanted during a percutaneous coronary intervention (pci). The lesion being treated was occluded, 100% stenosed, and located in non-calcified moderately tortuous proximal area of the mid left anterior descending (lad) and 1st diagonal branch. The lesion was accessed with a guidecatheter and guidewire followed by deployment of a stent in the lad proximal. Ivus catheter was inserted and no resistance was encountered during advancement. Ivus confirmed good stent placement. Upon removal of the ivus catheter, physician felt resistance. The imaging catheter had become stuck at the distal section of the deployed stent. Physician introduced a guidewire to assist with release; however, it could not reach the target lesion. The imaging core was removed and the guidewire inserted through the sheath assembly, but release attempt was unsuccessful. Physician advanced existing guidecatheter near the stent, but could not get ivus released. Finally, physician forcibly removed the devices (guidecatheter, guidewire, and ivus) as a unit explanting the placed stent in the process. No pt complications were reported due to this event. Procedure continued with deployment of a stent again in the lad proximal followed by dilation of the lesion in the 1st diagonal and placement of a second stent in the mid lad.